Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The high energy shock impedances varied from 75 to 107 ohms. Technical services reviewed the data and advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. The local representative reprogrammed the sensing vector to the secondary sensing vector. The clinic will monitor the patient via the latitude monitoring system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The high energy shock impedances varied from 75 to 107 ohms. Technical services reviewed the data and advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been capped and replaced. A transvenous system was successfully implanted. There were no additional adverse patient effects it was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The high energy shock impedances varied from 75 to 107 ohms. Technical services reviewed the data and advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.